Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp the customer passed away and had a low bgs found on 29-nov-2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump was received with a depleted duracell alkaline battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date 29-nov-2022 listed on smartsolve and the days prior to the event date. 11/20/2022 dailytotalofallinsulindelivered = 73.6, 11/21/2022 dailytotalofallinsulindelivered = 38.9, 11/22/2022 dailytotalofallinsulindelivered = 46.4, 11/23/2022 dailytotalofallinsulindelivered = 27.5, 11/24/2022 dailytotalofallinsulindelivered = 54.3, 11/25/2022 dailytotalofallinsulindelivered = 42.8, 11/26/2022 dailytotalofallinsulindelivered = 50, 11/27/2022 dailytotalofallinsulindelivered = 42.2, 11/28/2022 dailytotalofallinsulindelivered = 68.9, 11/29/2022 dailytotalofallinsulindelivered = 28.2 the pump passed all the required. Testing. Unable to verify customer alleged for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Device was returned for analysis.

Event description:
Information received by medtronic indicated that the customer passed away in home on (B)(6) 2022. The customer was not hospitalized but mother consider due to low blood glucose flu occurred and treated with carb intake. The cause of death was unknown at the time and autopsy was been performed. The caller stated that the customer had flu from morning due to low blood glucose that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was  wear the insulin pump at the time of death. The customer was not using sensors. The insulin pump will be returned for analysis .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.